Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging unusual issue. It was noted that the reporter claimed the meter would power on and off on its own without being touched in addition to "sitting on its own". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.